Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging contaminated product. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (10/03/2014) - device evaluation:the lay user/patient's products have been returned on 09/08/2014 (test strips) and 09/03/2014 (control solution) and evaluated by lifescan product analysis on 09/30/2014 (test strips) and 09/29/2014 (contol solution) with the following findings:the test strips involved with this complaint failed testing. The test strips were found to be expired. In addition, the control solution also failed testing. The control solution was found to be expired. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.